Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer had issues with their reservoir and infusion sets. It was reported that the customer had high blood glucose levels due to issues. It was reported that the issues were resolved by reservoir and infusion set change. It was reported that the customer was advised the reservoir and sets would be replaced.